Manufacturer narrative:
A field service engineer went onsite to perform analysis; however, the device was in use and not available for testing. Four attempts were made to provide service, but the customer indicated they would open a new request if there was a malfunction. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that the capnography parameter is displaying an error in the reading. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that the capnography parameter is displaying an error in the reading. The device was in use on a patient at time of event, there was no adverse event reported.